Event description:
It was reported that the device leaked nonsterile oil and it entered the surgeon's eyes. The surgeon scrubbed and washed her eyes. There was no other medical intervention required as a result of this event. The oil did not enter the surgical site. The procedure was completed with another unit.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. Device investigation revealed that the motor swivel base was damaged which caused the device to disassemble and leak the oil.